Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose levels, with a reading of 28 mg/dl. The customer and her doctor both checked the insulin pump settings. The customer's doctor told her not to bolus for lunch going forward. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.